Manufacturer narrative:
All available information was investigated, and the reported leaking valve was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), loss of column was observed. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1+ post procedure. There was no clinically significant delay or adverse patient effects reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), loss of column was observed. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1+ post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.